Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported via legal documentation approximately 120 months after a bilateral total knee replacement, the patient has experienced prosthesis wear and osteolysis involving the lateral plateau, and subsidence of the lateral aspect of the tibial component in their right knee. It was noted at time of legal notification; the patient's right knee is unrevised with no documentation of a planned revision. It was also noted the patient's implant product identification details from index surgery are unknown.

Manufacturer narrative:
The reason for the pain reported was likely due to prosthesis wear, osteolysis, and tibial loosening for both knees. Possible causes for polyethylene wear include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and images were not provided.